Event description:
Spacelabs' distributor reported that a (B)(4) module was producing significantly higher than actual invasive blood pressure readings. As a result of the readings, the hospital began treatment to reduce the pt's blood pressure.

Manufacturer narrative:
Evaluation of the incident device confirmed the reported symptoms. The problem was traced to an incorrect voltage being supplied to the bp transducer. During the investigation of the failure, the device ceased to exhibit the symptoms and attempts to make them re-occur failed. The exact cause of the malfunction could not be identified." Review of available data did not identify any similar complaints; data does not indicate that this malfunction is part of a trend. The customer's unit had been replaced. We consider this malfunction to be an isolated event with no further corrective action or investigation needed. We have concluded that no further action is required and consider this issue closed.